Manufacturer narrative:
The removed balloon was returned to obalon for inspection. The balloon was visually inspected as normal and the balloon volume was within specification. The root cause of event is unknown. Per the labeling, each patient should be monitored closely during the entire device therapy period in order to detect the development of possible complications. Patients should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, esophageal injury or perforation, gastric perforation, and other possible complications that could occur, and should be advised to contact their physician if these symptoms worsen over time or persist for more than 24 hours.

Event description:
A patient with one balloon administered on (B)(6) 2020 had the balloon removed less than two weeks after administration due to gastric outlet obstruction. The patient began experiencing symptoms of abdominal pain, nausea, and vomiting and presented to the emergency department on (B)(6) 2020 and a CT scan showed a gastric outlet obstruction. The inflated balloon in the stomach was removed endoscopically on (B)(6) 2020. The patient was hospitalized one day and was stable after discharge. The balloon was returned to obalon for investigation.